Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/03/2015. The fse found a misaligned probe wash collar. He realigned the probe wash collar to the probe and verified the alignment. The repairs were verified per established service procedures. (B)(4).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered a misaligned probe wash collar from a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.